Event description:
It was reported that the patient's tubing was leaking at the luer lock during priming, insulin has not made it to the end of the tubing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.